Event description:
It was reported that there was no alleged implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and atrial lead issue. The patient presented with wound disruption, patient was hospitalized, medication administered and wound re-suture performed. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).